Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering unstable vte (exhaled tidal volume), resulting in low vte was confirmed. Additionally, it was discovered that the device was delivering lower than set peep (positive-end expiratory pressure). Ventec replaced the exhalation control module (ecm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ecm.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.